Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for aviva system, medwatch with identifier (B)(6) is for sensor system.

Event description:
Caller reported blood glucose results of 334 mg/dl on aviva system, 133 mg/dl on sensor system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.